Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump fell off the counter top and the touch screen was cracked and unresponsive. The customer was unable to access pump features. The customer's blood glucose level was 249 mg/dl at the time of the report. Reportedly, the customer has reverted to manual injections to continue insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged touch screen malfunction was verified and a different issue was identified. Functional testing was performed and no failure was identified related to the reported high blood glucose level issue.